Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The low voltage lead was explanted and replaced due to an unknown reason on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.